Event description:
It was reported that this patient's was lost to follow up and his implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) status. Reportedly, this patient's right ventricular (rv) lead shock impedance was measured and the vector breakdown was found to have an out-of-range measurement of over 150 ohms. Technical services (ts) indicated that energy efficiency is impacted with shock impedances above 145 ohms. The clinic suggested doing a commanded shock during the ICD replacement procedure, to evaluate conversion effectiveness. Technical services agreed and if it is adequate, this rv lead can be left implanted. Further information was received indicating that no commanded shocks were performed and that the patient was transferred to another hospital for lead extraction. This rv lead remains in service and no adverse patient effects were reported.

Event description:
It was reported that this patient's was lost to follow up and his implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) status. Reportedly, this patient's right ventricular (rv) lead shock impedance was measured, and the vector breakdown was found to have an out-of-range measurement of over 150 ohms. Technical services (ts) indicated that energy efficiency is impacted with shock impedances above 145 ohms. The clinic suggested doing a commanded shock during the ICD replacement procedure, to evaluate conversion effectiveness. Technical services agreed and if it is adequate, this rv lead can be left implanted. Further information was received indicating that no commanded shocks were performed and that the patient was transferred to another hospital for lead extraction. Additional details indicate the patient's rv lead is broken and was scheduled for a consultation with a laser surgeon. The patient has received over 25 shocks as he suffers brugada syndrome. Subsequently, this rv lead was explanted, replaced and it is not expected to be returned for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
If the product is returned, analysis would be performed and this report would be updated at that time.

Event description:
It was reported that this patient's was lost to follow up and his implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) status. Reportedly, this patient's right ventricular (rv) lead shock impedance was measured, and the vector breakdown was found to have an out-of-range measurement of over 150 ohms. Technical services (ts) indicated that energy efficiency is impacted with shock impedances above 145 ohms. The clinic suggested doing a commanded shock during the ICD replacement procedure, to evaluate conversion effectiveness. Technical services agreed and if it is adequate, this rv lead can be left implanted. Further information was received indicating that no commanded shocks were performed and that the patient was transferred to another hospital for lead extraction. Additional details indicate the patient's rv lead is broken and was scheduled for a consultation with a laser surgeon. The patient has received over 25 shocks as he suffers brugada syndrome. This rv lead remains in service and no adverse patient effects were reported.